Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had fractured near the tip region of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the cathode coil to break.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead had to be repositioned several times due to high pacing threshold measurements. During the final repositioning, the helix of the ra lead would not extend out properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.